Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31518 it was reported the patient was not receiving effective stimulation. Patient¿s right l5 lead had migrated. Reportedly, patient had an auto accident in 2018. Surgical intervention was undertaken wherein the lead was explanted and replaced. This addressed the issue. It is unknown which lead had migrated and was explanted, therefore both leads are being reported.